Event description:
It was reported that the patient suffered a rotator cuff tear (significant / not present pre-op)- patient has been experiencing pain consistent with rotator cuff pathology. X-rays show superior humeral mitigation also consistent with rotator cuff pathology.

Manufacturer narrative:
Additional device used. (B)(6), humeral head. Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.